Event description:
Additional information from the manufacturer representative indicated that the cause of the patient never being able to get the ipg past the 25th percentile was because "the patient wasn't recharging effectively." The representative indicated they "showed the patient how to use the antenna locator, which they were hoping had made her charging sessions more effective."

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was having charging issues. The patient stated she had never been able to get the implantable pulse generator (ipg) past the 25% percentile. The implantable pulse generator (ipg) was discharged on the day of the report, so the clinician programmer could not interrogate the device. A possible overdischarge was indicated. The antenna locate feature was shown to the patient to optimize the charging sessions. Additional information received from the manufacturer representative reported that the coupling was "ok". The patient can get 6 bars coupling easily but it seems to drop to 4 and then to 2. The patient does not use the belt, which was probably resulting in inconsistent charging sessions. The patient was left to charge. The recharger seemed to be working fine, but it was noted they will try with another recharger. Additional information from another manufacturer representative reported (in (B)(6) 2016) that the patient had been "sent away to sit down and charge their batteries thoroughly, accepting that this is going to take a while from such a depleted state". No further issues were noted when the manufacturer representative spoke to the account on january 5, 2016. Information was requested regarding the product information and potential causes or factors related to the event. A supplemental report will be sent should additional information be received.